Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. At an unknown time post-op, the patient suffered severe injuries, including but not limited to back pain, heterotopic bone growth, and nerve damage.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, the patient underwent spinal fusion using the rhbmp-2/acs without the use of cage. Patient suffered from mental, physical and emotional injuries as a result of the surgery, including but not limited to, extreme back pain, inflammation, sensitivity, nerve damage, chronic pain, loss of sleep and impairment of motor functions. Patient also suffered from inability to walk, depression and erectile dysfunction.